Manufacturer narrative:
(B) (4). The customer's biomed indicated that the device is currently being evaluated for repair. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
While performing preventive maintenance on the device, the customer's biomed observed that the device was not discharging the energy properly and it was displaying an "energy fault" message. The biomed indicated that he was using hard paddles that are kept for testing. There was no pt use associated with the reported failure.